Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the user was diagnosed with parkinson's disease from device usage. Per the pms clinical assessment, the report event is unrelated to device usage. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
In the previous report box b: adverse event or product problem was stated as "both," and the type of reported complaint was noted as "malfunction". The correct choice for box b should have been "product problem," which has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the user was diagnosed with parkinson's disease from device usage. Per the pms clinical assessment, the report event is unrelated to device usage. Medical intervention was not specified. No device has been returned. No further evaluation is possible at this time. Attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.